Event description:
The xience prime study introduces the polymer everolimus-eluting stent (pees) as an effective bailout stenting option for patients with chronic limb-threatening ischemia (clti) undergoing below-the-knee (btk) revascularization, particularly for lesions under 4 cm. The study focuses on real-world cases where percutaneous old balloon angioplasty (poba) alone is insufficient, demonstrating that pees significantly improves outcomes by enhancing limb salvage and reducing the need for major amputations. Between may 2018 and june 2019, 106 patients underwent stenting with xience prime btk. The follow-up was accomplished at 1, 6, and 12 months. Adverse events included death, myocardial infarction, stroke, major adverse limb event (amputation and target lesion revascularization), surgical revascularization, restenosis and thrombosis. The article concluded the use of the pees device yielded satisfactory results in terms of patency, tlr, and limb salvage at 1 year, reducing exposure to a major event in the treated limb. Details are listed in the attached article, titled " polymer everolimus-eluting stent as bailout stenting for below-the-knee artery repair in patients with critical limb-threatening ischemia: a real-world national registry.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: ¿polymer everolimus-eluting stent as bailout stenting for below-the-knee artery repair in patients with critical limb-threatening ischemia: a real-world national registry¿ b2: date of death estimated as (B)(6) 2018 b3: date of procedure estimated as (B)(6) 2018 d4: the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated as (B)(6) 2018. The additional patient effects reported in the article are captured under a separate medwatch report.